Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician noted low r-wave measurements during right ventricular (rv) lead placement and decided to reposition the rv lead. It was noted after repositioning, the rv lead helix was unable to extend. The rv lead was explanted and replaced. The physician commented that perhaps they made an "overretraction of the helix" and it was noted the helix rotations were made "very quickly and a lot." No patient complications have been reported as a result of this event.